Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that six months following an intraocular lens (iol) implant procedure, the iol was explanted with reason of unacceptable vision due to power. Additional information has been requested.